Event description:
Hospital facility reports that the monitor "locked up and did not alarm", which upon further elaboration means it stopped monitoring and did not alarm. There was no report of patient harm.